Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Medical device problem code a150103 for the reportable issue of bands prematurely deployed. Block h10: additional information received on 22jan2021 confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number is a duplicate of report number 3005099803-2020-06450. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2020-06450.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the sclerotherapy for esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was rotated three times, but the band did not deploy. The device was rotated for the fourth time; however, several bands were deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the sclerotherapy for esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was rotated three times, but the band did not deploy. The device was rotated for the fourth time; however, several bands were deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.